Event description:
Patient was revised due to pain. Fluid was also noted as being present on the MRI.

Event description:
**Update** (B)(4) 2013 - medical records were obtained. Medical records indicate patient was revised due to discomfort, elevated metal ion levels, yellow fluid and metal stained tissue. The information received does not change the MDR decision.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.